Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the original attune pin jack being used in this patient's surgery was not working properly. It would not properly extract the smooth attune pins being used. A backup attune pin jack, from a backup instrument tray, was use the remainder of the surgery. The surgery was not delayed while the backup tray was being unwrapped, since the pin jack was not need at that particular time of the surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device was able to confirm the complaint. Holding mechanism presents corrosion and is very worn. Based on the observed damage it is reasonable to conclude that the device is unable to hold the pins properly. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the attune pin puller would contribute to the alleged device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received. And stated, that the pin jack would not grab ahold of the pins. Which, were being used in the cutting blocks in place. And therefore, would not extract them properly. The pin jack did not break into pieces. So, no pieces were left inside the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original attune pin jack being used in this patient's surgery was not working properly. It would not properly extract the smooth attune pins being used.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.